Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
As reported by the affiliate, the hakim valve could not be programmed after being implanted a year, and was revised. One year after implantation, there was an attempt to adjust the programming; however, the device would not reprogram. A second programmer was used with the same results. A CT scan was used to verify lack of programming. The device was revised and the patient is in good condition.